Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v045018, implanted: 2007 (B)(6); product type lead product ID 3093-28 lot# v045018, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient fell at (B)(6) on (B)(6) 2013 and broke their knee. It was stated, the patient was told by their doctor that 3 of the 4 wires were broken and not working. It was noted the doctor was planning to replace the patient¿s whole system. It was later reported, the cause of the event was possibly a fall and the event was attributed to the lead. It was stated, the battery was greater than 5 years old. It was noted surgical intervention of the lead and battery was scheduled for (B)(6) 2013. The patient had a loss of sensation and efficiency from their device. It was stated, it was unknown if the patient required hospitalization and their outcome was reported as non-serious injury or illness. Reportedly, the patient¿s device was reprogrammed on (B)(6) 2013. It was also reported, the patient had severe urinary frequency, urgency of urination and nocturia. It was noted that since the fall the patient¿s symptoms recurred and they had very little bladder control. It was stated, the patient was also on myrbetriq which was minimally effect and the patient also had stress incontinence. Reportedly, 3 of the 4 electrodes were out of range which suggested to the doctor that the electrode was no longer positioned properly. It was also stated, the patient hadn¿t felt any sensation in the past several days prior to their appointment with their healthcare provider on (B)(6) 2013 and they didn¿t think it was working well for them. It was stated, the patient was voiding every 5 minutes and nocturia was every hour. It was noted a lot of the impedance was out of range and the #2 electrode was the only one that appeared to be in range. The patient had their device reset on (B)(6) 2013 to where the #2 contact was negative and the battery was positive and the patient was feeling it vaginally.